Manufacturer narrative:
The filler was injected into the patient and is not available for return. The event is a physiological event complication and analysis of the device does not assist in determining a probable cause of the event. This is a known potential adverse event addressed in the product labeling. However, it was noted that the practitioner did not follow the instructions for use regarding the recommended injection site. Additional information regarding the patients condition has been requested but not received. Complaint number (B)(4) and (B)(4).

Event description:
The healthcare professional reported injecting 1cc of evolysse form into the lips of a patient. The patient experienced intermittent swelling for more than three (3) weeks post injection. The patient was treated with steroids and the swelling has improved.